Event description:
A us distributor contacted zoll to report that a patient developed skin breakdown and imprints from the tightness of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s medical staff applied bandages to the irritation. The patient's cardiologist advised removal of the device due to the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.